Event description:
On (B)(6) 2024 the customer reported obtaining erroneous low inhibin a (access inhibin a, part number a36097 and lot number 338314) and elevated ue3 (access unconjugated estriol, part number c22255 and lot number 237804) results on their dxi (unicel dxi 600 access immunoassay analyzer, part number (B)(4) and serial number (B)(6) on (B)(6) 2024. The initial erroneous low inhibin a results of 294.3 (units not provided) and elevated ue3 (2.26 (units not provided) were not reported out of the lab. The samples were retested in duplicate on (B)(6) 2024. For the sample retested for inhibin a, results of 356.7 and 365.5 (units not provided) were obtained. For the sample retested for ue3, results of 1.76 and 1.83 (units not provided) were obtained. There was no report of hardware issues at the time of the event. System performance indicators such as calibration and quality control were passing within specifications at the time of the event. Sample collection and handling information was not provided. A beckman coulter field service engineer (fse) was dispatched to assess system performance.

Manufacturer narrative:
A1: full patient identifier is (B)(6). A2, a3, a4 and a5: the customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access inhibin a and ue3 reagents were not returned for evaluation. A beckman coulter field service engineer (fse) was dispatched to assess system performance. While onsite, fse removed the sample pump and found the connection of the piston home flag to the piston had become worn and was not moving correctly. Fse replaced the piston and the urethane belt. Fse then ran system verifications which returned results with specifications. In conclusion, the cause of the event was a hardware malfunction.